Manufacturer narrative:
Selected b1. Is product problem was omitted during initial report. D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 46-year-old male patient presenting with cardiomyopathy. Patient's comorbidities were unknown. The patient's clinical state prior to initiation of support was identified as scai shock stage d. During support, a high purge pressure alarm became present. The registered nurse noticed purge pressure was over 1000 mmhg and purge flow was below 2 ml/hr. The purge cassette was changed, but the alarm persisted. Pharmacy and heart failure teams were both present. The pharmacist, familiar with the tpa protocol, ordered the correct purge solution. Tpa purge was started and the high purge pressure alarm was silenced, though it was advised that resolution could take multiple hours. At this time, the alarm has not fully resolved. Tpa was utilized for the high purge pressure to mitigate the impact of biomaterial within the motor; this is an off-label use and there was no impact on the patient. While on support, the device functioned as intended at p-8 at 4.9 l/min and the patient remained on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.